Manufacturer narrative:
The complaint investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The implant surgeon reported that while performing an acl surgery procedure, he noticed that the screw was broken during insertion. Another screw was used to complete the surgery.